Event description:
Pump was missing rotor piece which pumps in the fluid. The fluid was an anti-emetic formula. It did not get relief because the fluid did not infuse, and pt was admitted to hospital.